Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was presented in clinic after receiving a patient notifier. Upon interrogation, the atrial lead exhibited high impedance and noise. The lead remained implanted and the patient would continue to be monitored.